Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) system failure. There was no patient involved.

Manufacturer narrative:
Updated fields: b3, b4,d8, d9, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit and system failure was recorded. Equipment passed all functional tests. The fse stated, logs were sent to factory for analysis and factory suggested to recalibrate 30psi regulator, soak test and to replace video card. A minimum of three (3) gfe's attempts have been made to obtain relevant information of the unit. At this time the repair information is not provided therefore this complaint is being processed with the information currently available. If additional information is provided at a later date the complaint will be reopened and update accordingly.